Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, hypokalemia, nephropathy and morbid obesity. Concomitant products included venlafaxine hydrochloride (effexor) for hot flashes as well as cefixime (flexeril), ergocalciferol (vitamin d2), gabapentin, paracetamol (tylenol), potassium chloride (k-dur) and topiramate (topamax). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6), the patient experienced abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain"), pain in extremity ("pain: leg pain") and peripheral swelling ("pain: leg swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,bilateral salpingooopherectomy/hysteroscopy,lysis of adhesions in uterus/d & c and she underwent ablation in (B)(6)2012). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, back pain and pain in extremity outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the peripheral swelling was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results unavailable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, peripheral swelling, pain in extremity, headaches, migraine, back pain, vaginal hemorrhage." Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. This case concerns 42 year old patient. Her historical conditions. Her demographic was added. Lab data was added. Essure indication was added. Essure insertion date was updated. Essure lot number was added. Per plaintiff fact sheet: abnormal bleeding (vaginal, menorrhagia), migraine, headache, dysmenorrhea (cramping), pain: abdominal pain, pain: back pain, pain: leg pain and leg swelling were added. She had recovered from event: abnormal bleeding, abdominal pain and recovering from event: leg swelling. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, hypokalemia, nephropathy and morbid obesity. Concomitant products included venlafaxine hydrochloride (effexor) for hot flashes as well as cefixime (flexeril), ergocalciferol (vitamin d2), gabapentin, paracetamol (tylenol), potassium chloride (k-dur) and topiramate (topamax). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain"), pain in extremity ("pain: leg pain") and peripheral swelling ("pain: leg swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,bilateral salpingooopherectomy/hysteroscopy,lysis of adhesions in uterus/d & c and she underwent ablation in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, back pain and pain in extremity outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the peripheral swelling was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results unavailable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, peripheral swelling, pain in extremity, headaches, migraine, back pain, vaginal hemorrhage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.